Manufacturer narrative:
Several attempts were made by iridex to gain access to the device. Iridex telephoned the user facility on (B)(6) 2008 and spoke to ms. (B)(6). Ms. (B)(6) stated, "the device was forwarded to our lawyer for investigation. You need to contact (B)(6)." Iridex telephoned the user facility on (B)(6) 2008 and left a voice message for ms. (B)(6) in legal services. Ms. (B)(6) telephoned iridex on (B)(6) 2008 and left a voice message stating, "I am not exactly sure why you are calling. There has been no decrease in the patient's vision and the condition of the patient is fine." Iridex telephoned the user facility on (B)(6) 2008 and left a voice message for ms. (B)(6) in an attempt to gain access to the device for failure analysis. Ms. (B)(6) telephoned on (B)(6) 2008 and left a message stating that the device would be kept at their facility for up to 2 years. Ms. (B)(6) stated that iridex could send a representative to their facility to evaluate the device. Iridex is scheduling this activity.

Event description:
The physician reported to iridex on (B)(6) 2008, "the patient has recent retinal detachment surgery. The tissue we were treating was thick. After no obvious uptake (no pops) we gradually increased the power to 3000 mw. We went from no pop at 2700 mw to a near-full thickness scleral burn at 3000 mw. We thought these were surface burns and turned the laser down but still got deep burns. The depth was only recognized when the patient was examined under the microscope." "The patient suffered 4 deep sclera burns at the limbus over the ciliary body. The burned conjunctiva was removed and fresh tenons and conjunctiva was used to cover the scleral burns. The patient is doing well."